Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication; the pump did not complete infusion. This was observed during patient infusion with vancomycin in the emergency room. Additional volume was added to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified the infusion of vancomycin at a rate of 333 ml/hr for a vtbi of 500 ml; a downstream occlusion alarm was observed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.